Event description:
A cartridge issue was reported by the customer four days ago. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional history details to technical support for further notation.